Manufacturer narrative:
Follow-up #1: date of submission 03/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/16/2017 with the following findings:a review of the black box showed one power on reset event. The battery compartment was cracked at the threads to the left side of the grip pad down to the seal. The threads on the battery cap and on the battery compartment were stripped and were unable to be secured. A test cap was able to fit to maintain an electrical connection. A test cap was tightened and unscrewed a half turn leading to the pump rebooting and duplicating the loss of power complaint. A test cap was fastened and no further loss of power issues occurred the ez-prime and 24 hour duration testing. Unrelated to the original complaint, moisture was found in the battery compartment. A leak test was performed and failed due to a crack in the battery compartment. The pump was opened to find no moisture.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 12/17/2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.